Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the rectum during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was difficult to release from the catheter. The clip and the yoke, in the end, fell off inside the patient and the physician decided to leave them within the patient. The device was then withdrawn from the patient and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to okay.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution 360 clip device noticed that the clip assembly was fully deployed and not returned with the device. A kink was noticed in the control wire. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the rectum during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was difficult to release from the catheter. The clip and the yoke, in the end, fell off inside the patient and the physician decided to leave them within the patient. The device was then withdrawn from the patient and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.